Event description:
It was reported that a patient control module was observed to have air in the tubing. This malfunction was identified during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13e009 was manufactured may 2, 2013 - may 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection confirmed the air pockets in the patient control module (pcm) tubing. Functional testing by manually pushing the pcm's button released the 2ml fluid inside of the pcm's reservoir, as well as clearing the air from the line. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.